Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the fusion blade broke during the middle of the case. There were fragments. There was no patient injury and no delayed time in the case. There was no patient impact.